Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner was not working, and the cord had to be held in a very specific position for it to turn on. The surgical staff were having significant difficulty getting it to operate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 27-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner was found to be faulty. A field service engineer replaced the universal serial bus (usb) cable and ran diagnostics, which passed all tests. The customer then scanned barcodes without any issues. The system functioned as intended after the field service engineer repaired the device.